Manufacturer narrative:
A3a sex, corrected data: initial report inadvertently listed instead of male. B1: adverse event or product problem, corrected data: initial report inadvertently selected product problem instead of adverse event b2: outcomes attributed to adverse event, corrected data: initial report inadvertently left blank. B5: describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent a battery replacement. F10: adverse event problem, corrected data: initial report inadvertently did not include codes e0206 and f1905. H1: type of reportable event, corrected data: initial report inadvertently selected malfunction instead of serious injury. H6: adverse event problem codes, corrected data: initial report inadvertently did not include code b17.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported with the patient's previously implanted generator, when the battery was approaching depletion, the patient began to experience "unbalance epilepsy" (which can be reasonably interpreted as increased seizures) and behavioral issues. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.